Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, a2, b4, b5, d2, g1, g3, g6, h1, h2, h6, and h10.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned pe insert shows that the device is damaged and fractured and the articular surface is fractured and not all pieces were returned. The fracture analysis found: optical images of the device fracture surface showed suspected beach marks and river line artifacts suggesting a possible fatigue mode of failure. Medical records were not provided however, x-ray images were provided but not dated, and would not enhance the investigation process. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint can be confirmed from the fractured implants that were returned. No problem was found with the returned stem. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised a little over two months post implantation due to pain, dislocation, and implant fracture. The patient contacted the surgeon to discuss discomfort and pain in his left knee. The surgeon suggested that he go for x-rays at the nearest hospital. The result of the x-rays showed a clear dislocation of the left knee. It is also visible that the hinge post and bushings were fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-0279,. 0001822565-2023-02797. D10-medical product: polyethylene insert xt size b. Item# 00585001296. Lot# 65322745. Segment with male/female taper 30 mm length. Item# 00585004603. Lot# 65492481. G2- south africa. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.